Event description:
Regulatory agency reported unknown side "rupture" diagnosed via ultrasound. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Continued a.2 dob: only the year of 1972 was provided. Clarification d.6b: device has been explanted, but no date provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Regulatory agency reported unknown side "rupture" diagnosed via ultrasound. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, d6b, e1, g2.

Event description:
Patient reported via regulatory agency right side "rupture" diagnosed via ultrasound. Device was explanted and replaced with a non-abbvie device.